Event description:
Customer reports that needle broke during a radical retropubic prostatectomy. The incident had no adverse consequence to the pt. Needle piece was retrieved. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family intially reported assuming incident could recur.